Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed ¿no disposable clamp tubing.¿ the pump had been stopped, but the double-beep alarm had persisted. The line had been clamped and the cassette had been removed. The tubing had been massaged, and a small bubble had been noted. The cassette had been reconnected, but the double-beep alarm had begun again. The cassette had then been removed and tapped on a hard surface before being reconnected, but the pump had been unable to start and the alarming had continued. The pump had been powered off, and the line had remained clamped. The patient had been instructed to contact the clinic immediately. The reservoir volume had been 243.8ml, the infusion rate had been 5.4ml per hour, and 6.2ml had been delivered. The patient had not been medically affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. Associated cassette and pump complaints documented on (B)(4).